Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 1400 and lowering it to 1000 mcg/ml; 386 mcg/day, fentanyl 2500 mcg/ml; 689.2 mcg/day and bupivacaine 30 mg/ml; 8.271 mg/day via an implantable pump. Indication for use was radiculopathy and spinal pain. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The patient confirmed an 8476-motor stall and heard the pump alarming the morning of (B)(6) 2018 per the 8835 (personal therapy manager). The patient was on their way to the clinic at the time of the call. The patient did not recently have magnetic resonance imaging (MRI). Electromagnetic interference (emi) was ruled out as the cause of the motor stall. The low reservoir alarm date was (B)(6) 2018 was the refill date. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the managing doctor on the day of the surgery (B)(6) 2018). The rep was told the patient had been added to the surgery schedule for a pump replacement, and possible replacement of the catheter. The rep was in possession of the explanted pump and planned to return the device to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient came into the doctor's office on (B)(6) 2018 because their pump was alarming. The pump was replaced on (B)(6) 2018. Of note, it was also reported the patient came into the office for an "end of life pump replacement" (B)(6) 2018. It was indicated the issue was resolved at the time of the report. Other medications being taken at the time of the event, patient weight, and medical history were not available. The patient's status was provided as alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found motor/gear train anomaly. Corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. The catheter was incomplete and returned in segments. Analysis found acceptable testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was in the office for a priming bolus on (B)(6) 2018. The pump and catheter were replaced recently for the pump with the stall issue. A catheter issue was detected in the operating room (or). No further details were reported related to the catheter other than it was replaced. Saline was placed in the new pump. A priming bolus was programmed using the tablet since no drug was in the path. Bolus duration 19 minutes to initiate therapy as soon as possible; fentanyl, bupivacaine, and baclofen were put in the pump on (B)(6) 2018.

Manufacturer narrative:
Correction/update: added device code (B)(4) for catheter. If information is provided in the future, a supplemental report will be issued.